Event description:
The reporter stated the technician opened the lens tray of an aq2003v silicone three-piece lens and it was noted that there was a crease in the lens. The lens was not used and there was no pt contact or injury.